Manufacturer narrative:
A lens was returned wrapped in surgical gauze. Blood and solution were dried on the lens. The lens was cut into pieces, typical of insertion and removal. We are unable to verify if the lens complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that the lens was implanted in 2009. The patient experienced visual loss for nine hours on (B)(6) 2022. Sudden vision loss thirteen years after the lens implant would be unrelated to the manufacture of the lens. Information was provided on the returned questionnaire that the surgeon did not relate the lens to the event. The hcp indicated the event was related to "ngh" syndrome, this may have been meant to be "ugh" syndrome. Clarification was requested, a response was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient complaint of having vision loss for 9 hours, and experienced blurred vision. The iol was explanted in a secondary procedure and left the patient aphakic. Additional information has been requested.